Event description:
It was reported that during a percutaneous coronary intervention procedure, guide wire fracture occurred. Vascular access was obtained via the right femoral artery with an unspecified bsc j4 guide catheter. The target lesion was located in the severely calcified and non-tortuous left anterior descending artery (lad). A 182cm choice pt guide wire was advanced to the lesion against resistance. The guide wire was advanced distally into a thrombosis, while torquing the guide wire it became stuck in the lesion. The physician kept torquing the guide wire and the tip detached inside the lad. The physician advanced another choice pt guide wire and attempted to stent the detached guide wire against the vessel wall; however ,the tip of the wire was pushed down further into the lad. It was noted that approximately 6 to 10 mm of the wire had detached. The procedure was completed without retrieving the detached wire from the patient. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, guide wire fracture occurred. Vascular access was obtained via the right femoral artery with an unspecified bsc j4 guide catheter. The target lesion was located in the severely calcified and non-tortuous left anterior descending artery (lad). A 182cm choice pt guide wire was advanced to the lesion against resistance. The guide wire was advanced distally into a thrombosis, while torquing the guide wire it became stuck in the lesion. The physician kept torquing the guide wire and the tip detached inside the lad. The physician advanced another choice pt guide wire and attempted to stent the detached guide wire against the vessel wall; however ,the tip of the wire was pushed down further into the lad. It was noted that approximately 6 to 10 mm of the wire had detached. The procedure was completed without retrieving the detached wire from the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned complaint device revealed a fracture located approximately 181.5cm from the proximal end. A bend located approximately 2.5cm from the proximal end and a kink approximately 181cm from the proximal end. All outer diameter measurements were within specification. The fractured portion of the guide wire was sent to (B)(4) for analysis and their analysis concluded that the malfunction occurred due to cyclic bending event followed by a torsional action the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).